Manufacturer narrative:
Concomitant products: product ID 8840, serial# unknown, product type programmer, physician; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
It was reported that the pump entered stopped pump mode during pump update on (B)(6) 2014. The reporter stated that she used the same exam room and had never had issues like that in the past. The reporter tried new batteries for the programmer and then decided to utilize another programmer. The reporter then re-interrogated the pump and found it to be in stopped mode for 15 minutes. The reporter confirmed the reservoir volume had been updated to 40ml with the first update but the flex programming was lost. The reporter was concerned that the patient could develop some withdrawal symptoms due to the issue. The reporter was then able to successfully update the pump with the new flex programming. No patient symptoms were reported. The device system delivered baclofen. Additional information has been requested but was not available at the time of this report.